Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection identified loose analog board shields which may have contributed to the malfunction. Review of the device log adds no value since it does not capture reports of this nature. No accessories were returned for evaluation. The analog board shields were reworked as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.